Manufacturer narrative:
The device history record (DHR) was reviewed showing that manufacturing and inspection of product was performed as per applicable procedures and validated process. One sample was received for evaluation. The reported condition was confirmed. A corrective and preventive action has been initiated to address the reported issue. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Additional information: h4 device manufacture date was added the device history record (DHR) review showed that manufacturing and inspection of product was performed as per applicable procedures and validated processes. A sample evaluation could not be performed because no sample nor photo was provided for evaluation. The reported condition could not be confirmed. A corrective and preventative action has been initiated to address the reported issue. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported when changing the enteral diet, leakage was noted in the infusion fitting of the y-port at the entrance of the nasoenteral tube.